Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no confirmation that the leads had moved and there was no documentation that the incident was reported to their office.

Manufacturer narrative:
Conclusion code does not apply. Code applies to both leads and the external neurostimulator. Patient code (B)(4) does not apply. Code (B)(4) applies to both leads and the external neurostimulator. Device code (B)(4) applies to both leads as well as the external neurostimulator.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type lead. (B)(4). Pertain to product ID neu_unknown_lead, product type lead and product ID neu_unknown_lead, product type lead. (B)(4) pertain to product ID neu_ens_stimulator, product type external electrical stimulator.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient laid down for a nap and after they woke up, they were no longer feeling stimulation at 2.8. The patient increased to 4.0 and still did not feel flutter from the stimulation setting. The patient was worried if the leads may have moved. The patient was advised to remain at 4.0 to see if there was any difference with symptom relief. It was noted the patient would change therapy sides tomorrow if there was no symptom relief. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.